Event description:
The following is a report otto bock healthcare received from the attorney hired by the pt's mother and father: a (B)(6) with cerebral palsy was watching tv while fully strapped into the kimba spring stroller in the upright position. Her mother checked on her from time to time to make sure she was ok. The girl apparently move her body around in the stroller and the straps on her chest and pelvic belt loosened. She then slipped forward, enough to cause one of the straps to put pressure on the neck. Her sister found her with the pelvic strap around her neck. She was taken to the hospital and passed away one week later. Otto bock healthcare first received a memorandum from the pt's attorney notifying us of this incident on (B)(6) 2011.